Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, abnormality of the mounting position of the stent was noticed under fluoroscopy. The device was removed from the patient's body and it was noted that the proximal edge shifted to the center of the stent. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination found that the stent was squashed, damaged and deformed. The maximum crimped stent profile measurement at the time of manufacture was within specification. The balloon cones were reviewed and no issues were noted. Stent crimp markings were present on the balloon body which is evidence of contact between the stent and the balloon during the manufacturing process. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 630mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, abnormality of the mounting position of the stent was noticed under fluoroscopy. The device was removed from the patient's body and it was noted that the proximal edge shifted to the center of the stent. The procedure was completed with a non-bsc stent. No patient complications were reported.